Event description:
It was reported by service report tha the foot end of he bed ws drifting down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Lift motor nut. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.